Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation of an image defect was not confirmed, however, the reduced angulation allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to clogging of the nozzle the water removal ability did not meet the standard value, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip and a crack, the adhesive on the bending section cover rubber had white-clouded area, the adhesives around the objective lens had a white-clouded area, the adhesives around the light guide lens had white-clouded area, the distal end had a dent, the connecting tube had a dent and a scratch and discoloration, switches 1 and 2 had a scratch, the universal cord had a scratch, and the control unit had discoloration. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer flushed the air/water nozzle with air and water and a detergent solution and wiped/brushed the air/water nozzle with a lint free cloth, sponge, or brush with no reported delays in the precleaning and no abnormalities observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had insufficient angulation and an image defect(cloudy). There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.